Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels. The customer reported consulting with healthcare provider regarding the reported issue and declined to provide additional information.